Event description:
It was reported that this device was explanted and replaced due to an unknown issue. Besides surgical intervention, there were no adverse patient effects associated with this event. This device is expected for return.

Manufacturer narrative:
The returned ingenio was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no abnormalities. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pulse generator was explanted and replaced due to an unknown issue. Besides surgical intervention, there were no adverse patient effects associated with this event. This device was received for analysis.